Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim. The reason for call was caller reported the patient had the interstim device removed about 20 years ago but the leads were never removed. Caller stated the patient has had several cat scans and recently a CT scan showed abandoned leads. Now the radiologist is concerned about ordering MRI because there are leads left in the patient's body. The caller did not know the date of the removal but stated the patient had all kinds of infections and their managing doctor had moved out of state.

Manufacturer narrative:
Continuation of d10: product ID 3889-28 lot# (B)(6) , implanted: (B)(6) 2007,explanted: product type lead product ID 3058 lot# serial# (B)(6) implanted: (B)(6) 2007,explanted: product type implantable neurostimulator product ID 3889-28 lot# j0545165v implanted: (B)(6) 2005, explanted: product type lead product ID 3889-28 lot# *(B)(6) implanted: (B)(6) 2007 explanted: product type lead product ID 3058 lot# serial# (B)(6) implanted: (B)(6) 2007,explanted: product type implantable neurostimulator product ID 3889-28 lot# j0545165v serial# implanted: (B)(6) 2005, explanted: product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(6) , ubd: , UDI#: ; product ID: 3058, serial/lot #:(B)(6) , ubd: 28-jul-2008, UDI#: (B)(4) ; product ID: 3889-28, serial/lot #: (B)(6) , ubd: 02-sep-2009, UDI#:(B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.